Event description:
It was reported that the patient had a loss of therapeutic effect. The therapy was not working for them and the patient was disappointed. When asked if it helped their symptoms by 50 percent or greater, the patient guessed, did not think so, supposed so, and it helped somewhat because when they had a surgery, they had to turn it off and that was terrible. The patient was on program 1 at 6.3v and their health care provider (hcp) had told them not to go higher than 5. The patient still had accidents and had to get up during the night several times. The patient wanted to know how long their implant would last. The patient had not seen that battery low icon yet and they better not turn it up because their settings were high and they didn¿t want to deplete their battery before they went back to a different state in may. The patient went to their hcp before they left and they gave the patient 4 settings and they were on the lowest. It was further reported that the patient did have concerns with their device or therapy. The patient had trouble with leakage, urgency, retention, stress incontinence, overactive bladder (oab), and frequency. The patient received assistance from their manufacturer representative and their concerns were resolved temporarily. The patient had appointments on (B)(6) 2014. The patient was not happy with the effectiveness. The patientstill had concerns regarding their device or therapy but was working with their manufacturer representative. The patient would have an appointment on (B)(6) 2015. The patient had never been happy with the results since (B)(6) 2012. The patient still had concerns with their device or therapy but had not sought further help as they would be out of the state until may and would make an appointment then. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va00bej, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).